Manufacturer narrative:
(B)(6). Patient's age is unknown, however, the patient is reportedly under 18 years of age. (B)(4): needle detached. Although the lot number was not provided, it was reported that the device was not used past its expiry date.

Event description:
It was reported to boston scientific corporation that a capio open access suture capturing device was used with a capio suture (exact type unknown) to place a polypropylene mesh (manufacturer unknown) during a cystocele prolapse treatment procedure. According to the complainant, during the procedure, as the needle of the suture was being passed through the arcus tendineus, the suture remained stuck. The physician pulled on the suture to release it, and the needle detached cleanly inside the patient and was not retrieved. It is unknown how the procedure was completed. The patient's condition at the conclusion of the procedure was reportedly stable.